Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated the reported failure to adhere or bond to the leaflets (partial clip movement) appears to be related to patient morphology/pathology. The unchanged mitral regurgitation was likely a result of the clip partially detaching from the leaflets, and therefore related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the implanted clip partially detached from the posterior leaflet and remained attached to the anterior leaflet. It was reported the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The cds was advanced to the mitral valve leaflets and the clip was deployed. During echography it was noted that the clip partially detached from the posterior leaflet and remained completely attached to the anterior leaflet. Mr remained 4+. No additional treatment has been planned for the patient. The patient is in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.